Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin administration. Further assistance was deemed unnecessary, and the case was closed by technical support.